Event description:
1411 sort vv since (B)(6) fig 1) thresholds higher that 2.5 v since implantation date (fig 2) in the tx from (B)(6) 2021 a care alert occurred due to high impedances. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).